Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user stated that her husband was in the bed and the head section of the bed just collapsed.